Event description:
It was reported that the patient experienced pain at the IPG site. As a result, surgical intervention was undertaken on 23JUL2026 wherein the IPG was repositioned to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.